Event description:
It was reported to medtronic neurosurgery that the patient developed a stomach infection and had the shunt explanted.

Manufacturer narrative:
The device has not been returned to the manufacturer. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures." A review of the manufacturing and sterilization records was not possible as no lot number was provided.